Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was discovered to be broken before it was used on a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6mm fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 4.86mm x 8.98mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. Additionally, the instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 4.61mm x 15.02mm, was not returned with the instrument. This failure is likely caused by the broken molded insulator. The complaint regarding the instrument was broken at the tip was confirmed by failure analysis. Common causes of a broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. Common causes of the bent instrument grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.